Event description:
The customer reported that the system exhibited collimator errors, failed to boot to a usable state, and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply corrections to be collimator assembly were all evaluated and reseated. The proper operating voltage was confirmed. The system was tested and found it to be working as intended and returned to service.